Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202, femoral head sterile product do not resterilize 12/14 taper, 63775882; 0100013509, durasulâ®, alpha insert, hooded, ii/32, 2920752; 4265, allofit s shell size 52, 2920056. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00180. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approx 5 months post implantation due to infection. Temporary cemented stem were implanted to treat infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. This follow-up report is being filed to relay this report is a duplicate of 0002648920-2018-00707 therefore, the initial report should be voided.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 0002648920-2018-00707.